Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. Quality engineer and complaint analyst reviewed the sample returned from the customer. Customer returned cartridge and filter (filter out of the cartridge and/or filter removed from the cartridge). Device was functionally tested bu loading and removing filter from the cartridge. Filter opened normally without any issue and complaint was not confirmed. Since the complaint mode could not be duplicated, no corrective actions are required at this time.

Event description:
The option filter was deployed in the patient, but the filter did not open once deployed. Physician then retrieved the filter and placed a new one.

Event description:
The option filter was deployed in the patient, but the filter did not open once deployed. Physician then retrieved the filter and placed a new one.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.